Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose value of 400 mg/dl. The customer had symptoms such as being thirsty, sleepy, headache and weird taste. The customer treated with the pump and manual injections. The customer reported the drive support cap to appear normal. The high pressure test passed. The product was not returned for analysis.